Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed there was no signs of breakage along length of fiber. The microscopic examination of the fiber identified the tip is bent at proximal, and the level of devitrification and detritus is severe at the output window, which is a normal degradation of the fiber, it occurs through use of the fiber and should not be considered a failure mode. The analysis also confirmed a radial fracture at proximal side of fusion zone caused by heat accumulation at the fiber tip. The metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization (pvp) procedure to treat benign prostatic hyperplasia (bph), when the fiber is activated, the fiber dries the tissue for a few minutes and then stops working. It was noticed the fiber tip was carbonized and the lens of the camera turned dark. The fiber was replaced, and the procedure was completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned device identified a radial fracture at the proximal end of the fiber/cap fusion zone.